Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during procedure, the implantable cardioverter defibrillator exhibited a connection problem. The right ventricular set screw was not responding and difficult to rotate. The device was removed and replaced. The patient was in stable condition.